Event description:
The customer reported that the device locked up when he hit the charge button during operational check.

Manufacturer narrative:
(B)(4). The customer reported that the device locked up when he hit the charge button during operational check. The device was evaluated at philips. The symptom was verified. Replacing the processor pca resolved the issue.